Event description:
It was reported that early battery depletion was suspected.

Event description:
The lead was capped.

Manufacturer narrative:
Na

Manufacturer narrative:
The device was found to have a low battery voltage as received. The battery was sent to the supplier for analysis. No anomalies were found in the battery. The cause of the low battery voltage was not determined.